Manufacturer narrative:
An event regarding osteolysis involving a pca liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Clinician review: the available medical records were provided for clinician review which was rejected by the clinician stating - cannot confirm event, need additional dated x-rays, op reports and progress notes. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient's left hip was revised due to lysis. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Surgeon: dr (B)(6) at (B)(6) hospital. Revision of pca hip due to lysis which had been insitu approx. 27 years. Cup was removed and competitor devices were put in. Previous pca head was removed and replaced with a new pca head. The stem remained insitu.

Manufacturer narrative:
Additional information: date of implant. An event regarding osteolysis involving a pca liner was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as device was not returned. - clinician review: the available medical records were provided for clinician review which was rejected by the clinician stating - cannot confirm event, need additional dated x-rays, op reports and progress notes. - device history review: not performed as the device was not properly identified. - complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient's left hip was revised due to lysis. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of pca hip due to lysis which had been insitu approx. 27 years. Cup was removed and competitor devices were put in. Previous pca head was removed and replaced with a new pca head. The stem remained insitu.